Event description:
Revision surgery performed after about 5 years due to stem mobilization. The patient already underwent revision surgery due to hip luxation in 2018 where a double mobility system was implanted.

Manufacturer narrative:
Batch review performed on 08-jul-2022: lot 170188: 60 items manufactured and released on 04-aug-2017. Expiration date: 2022-07-19. No anomalies found related to the problem. To date, 58 items of the same lot have been sold with no similar reported case during the period of review. Clinical evaluation: revision 5 years after tha in a 70 year old patient due to aseptic loosening. During this time a partial revision of the ancetabular implant was performed due to recurring luxation, possibly influenced by the varus position of the stem. There are no post operative radiographs that let us evaluate if this position was the result of the index operation (which is more likely because the stem looks undersized) or if it happened later. Now the stem has been revised. Only the operated side is visible in the image, therefore it is not possible to compare the stem position with the controlateral side.radiographic image provided shows the presence of radiolucent lines in gruen zone 1 and signs of stress-shielding.